Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309702 batch#: 4156206 it was reported that the bd luer-lok stopper was misaligned. The following information was provided by the initial reporter: verbatim: ¿ rubber stopper misaligned on 10 ml and 1ml syringes ( and missing increments) additional info provided: these syringes were found after the trays of sterile syringes were opened right before compounding, (not used due to the errors found). They did not reach to any patients. They were collected on different days during a 2 week period (7/28 - 8/10) by different technicians. I cannot give you an exact date. I do not have the collection of the samples.. I believe they were thrown away. The 3ml was the correct syringe found with the errors, not the 1ml.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 physical samples and 1 photo submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the samples and the reported issue of stopper angularity was confirmed upon inspection of the samples analysis of the sample showed in 3 of the samples the stopper was insecure to the plunger rod and in 4 of the samples there is damage to the barrel causing scale marking issues. Bd determined that the cause of the failure was the assembly process and marking process respectively. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.